Event description:
Pt was a woman who was found to have an unruptured left internal carotid artery aneurysm and was admitted for coil embolization of her aneurysm in 2006. The pt did well during her procedure and was transferred to the intensive care unit for recovery following coil embolization. However, later that day, the pt became less arousable and a computerized tomography (CT) scan was obtained revealing a frontal subarachnoid hemorrhage. She required two craniotomies the following day in order to clear the subarachnoid blood clot. Pt was reported to have experienced cognitive changes and slight left sided hemiparesis which have since resolved. Pt is reported to have made slow and continued improvement.

Manufacturer narrative:
As the device's model and lot # were not disclosed. Device remains implanted. There is no evidence or allegations of a malfunction on the part of the stent.